Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6)2004. Legal counsel for patient reports patient allegations of pain and clicking noises. Subsequently, additional information received indicates patient was revised on (B)(6) 2013 due to metallosis. The modular head was removed and replaced. Additional information received from patient¿s legal counsel reports patient underwent a left hip revision due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, difficulty walking, leg length discrepancy, squeaking, elevated metal ion levels, metal poisoning, metallosis, and lack of mobility. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent an additional left hip revision on october 28, 2013 due to dislocation. Revision operative report noted the presence of necrosis, a hematoma, and black metallic stained tissue. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-0181304194 & 2014-07389 /-07390).